Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: promus element mr ous 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal stent damage. Proximal strut segments 1-3 were damaged and lifted distally. The remainder of the struts were undamaged. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to nominal inflation pressure 12 atmospheres (atm) and then to rated burst pressure 18atm without issue. The stent deployed without issue. The balloon was subsequently deflated in 4 seconds; this is within the deflation time set out in the directions for use. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.   (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that failure of the stent to deploy occurred. The target lesion was located in the right coronary artery. A 2.25x16mm promus element ¿ drug-eluting stent was advanced to dilate the lesion. However, the device could not be deployed. The procedure was completed a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.